Manufacturer narrative:
Additional information: conclusion: the genomic dna sample was sent to grifols ih center for next generation sequencing of jk proximal promoter and exons 1 to 10. The variants detected in homozygous were: jk:c.191g>a; jk:c.588a>g and jk:c.838g>a and the genotype jk*b (191a, 588g) was identified. The allele jk*b (191a) is a null allele reported by isbt in jk*b allele background, jk*02n.09, associated to jkb negative phenotype in concordance with serology results. ID core xt reported a predicted jkb+ phenotype, but jk*b (191a, 588g) allele, not interrogated by ID core xt, is associated with a jkb negative phenotype. This false positive result obtained by ID core xt is considered a discrepant result and then a malfunction this limitation is specifically covered by limitation 10.2 described in the ID core xt package insert.

Manufacturer narrative:
The investigation is still on-going. No conclusion is available for this malfunction.

Event description:
The customer reported a possible discrepancy. The serological phenotype was jkb- and the ID core xt genotype suggested a phenotype of jkb+.